Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and the patient had diaphragmatic stimulation. Also, the device reached recommended replacement time (rrt) and there was possible early battery depletion. The lv lead was repositioned and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.